Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional stating the cause of the por, low voltage warning, fluctuating battery voltage, ins turning off by itself, and showing the wrong date was not determined. It was reported the device was turned on and neurosurgery was contacted to schedule battery replacement surgery due to fluctuating battery voltage. The por and low voltage warning were resolved at the time of the report. The date was reset using the programmer. The ins date issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported there was a por code 0x8 on the clinician programmer indicating voltage too low. The battery reading was 2.76v in february and on the day of the call was 2.8v. The therapy had been turned off by itself 5 days prior. The caller stated that the patient visited the hospital 6 days prior. He did not have an MRI but was unsure what tests he had done. Additional information was received on 2018-apr-11 from caller stating they interrogated the ins a second time and the battery level had gone from 2.80v on initial interrogation to 2.75v. The ins was at 2.76v two months prior. The patient noticed a return of his tremor on (B)(6) 2018. Longevity calculations showed ins longevity was progressing as expected. The patient was in the hospital for unrelated reasons on (B)(6) 2018 and had a CT scan. Battery status indicated ok on clinician programmer despite por 0x8 code. The patient did not check is ins at all so it was unknown if he had seen an eri message. The ins date was showing (B)(6) 2000 on the day of the call. The caller turned the ins back on and the patient's tremor improved. No further complications were reported or anticipated.